Event description:
It was reported that 3 bd precisionglide¿ needles experienced a small hole in the hub and drug was leaking. The following information was provided by the initial reporter, translated from korean to english: there was a small hole in the hub and the drug was leaking through it.

Manufacturer narrative:
Investigation summary: one sample with no packaging blister and one photo were received for evaluation by our quality team. A visual inspection was performed with a 30x microscope and there is a short shot from the molding process. The sample was connected to a syringe with saline soliton and there is leakage at the needle hub. This defect could occur during the molding process. A device history record review was completed for provided material number 305107, lot number 1273589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to the associates in the molding area for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.